Event description:
Stent deployed more proximal in svg than at perforation due to migrating on balloon shaft. Pt had no adverse hemodynamic consequences post procedure and was discharged without need for cardiac surgery.